Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin was squirting out during the manual prime process. The customer's blood glucose level at the time of the incident was 359 mg/dl. They tried to treat the high blood glucose with the insulin pump but they ran out of insulin while the customer was asleep. They tried to fill the reservoir but were unable to exit the preparing to prime loop. The customer was advised that the device would be replaced and agreed to return the product for analysis.